Event description:
The customer reported that the keyboard of the dimension exl with lm instrument emitted smoke. The customer stated that there were no injuries, visible sparks nor flames associated with the event. There are no known reports of adverse health consequences due to the event.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that the keyboard of a dimension exl with lm instrument emitted smoke. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse replaced the keyboard cable. Additionally, the cse replaced the integrated multisensor technology (imt) sensor board and the aux board for an unrelated error. Siemens further evaluated the event and concluded that the overheating and melting of the cable joint potentially contributed to the smoke. The instrument is performing according to specifications. No further evaluation of this device is required.